Event description:
It was reported that the user was unable to attach the connector to the ilet and required assistance to complete the supply change; after guidance and a replacement connector, the user successfully connected and resumed use, and the spouse later attributed the difficulty to user error, consistent with a fitting problem involving the connector/coupler. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation of this case revealed a mechanical problem identified related to a fitting issue at the connector/coupler interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.